Event description:
The consumer's husband alleges the rear pivot arm snapped when his wife reclined in the chair, causing her to fall through and received abrasions on her spine. She alleges she is getting pressure sores because she scraped on plastic covering.

Manufacturer narrative:
Device has been in service for 7 years. This device was the subject of recall. Upon receiving components of this device for this incident in late 2008, it was determined that the corrective action from the recall was not taken. Manufacturer contacted dealer and chair was repaired.